Event description:
During the original surgery the dr "measured and placed first urolume-not long enough-placed second overlapping and as he deployed the stent he did not gently pull the delivery tool back, so both stents popped into the bladder. Pt eventually had to be taken to or for open vesicostomy with removal of both urolume stents."